Event description:
It was initially reported that pt had pain at the ins site. They planned on moving the ins from one side of body to he other side (lead was working fine). Th pt is a dental hygienist and ins is on side where pt leans to do her work. F/u information noted that the revision occurred on march 30./ regarding whether devices were replaced or just moved, it was noted just moved. If additional information becomes available, a f/u report will be submitted.

Manufacturer narrative:
(B)(4).